Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07-18-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. It was reported that the patient experienced a skin reaction with burning, redness, pimples and infection extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the abdomen. The patient consulted a doctor and they performed an incision and drainage. Three photos in the complaint record were reviewed and confirmed the allegation of skin reaction. The patient was prescribed cephalexin (oral antibiotic) 500 mg every 6 hours and another unspecified oral antibiotic. There was no documentation of examinations or laboratory test performed. At the time of the report the patient was recovered. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.